Event description:
On 10/27/06, nellcor puritan bennett rec'd a report of cuff leak issues on a shiley tracheostomy tube. The caller stated the tube was inserted in 2006. The caller stated at time of call, they had not replaced the leaking tube yet. The caller stated that the tube will not be returning for investigation. Based on info provided by the caller, the tube is thought to be 10 or more years old.

Manufacturer narrative:
Investigation of this compliant is currently in progress. The sample associated to this report is not available for evaluation.